Event description:
On april 4th 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultraeasy meter read inaccurately high compared to another unspecified meter. The complaint was classified based on the customer service representative (csr) documentation since the patient could not be reached, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged inaccuracy occurred on an unspecified date during ¿spring 2015¿. The patient was unable to provide any specific blood glucose results which were obtained at this time. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and denied making any changes to their normal dosage (in correlation with the subject meter result) in response to the alleged product issue. The patient stated that an unspecified period of time later they developed ¿hypoglycemia¿, but did not provide any specific symptoms which they experienced in association with this. However, the patient did state that half an hour after experiencing ¿hypoglycemia¿ they went to the hospital where they received unspecified treatment. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have test strips available to test on the subject meter. The patient¿s products were replaced. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering from hypoglycemia and requiring medical intervention in hospital as a result of their symptoms.